Event description:
A power source alert 07 was reported, leading to a shutdown of the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to use tandem charging equipment and wait for at least 30 minutes for the pump to charge, advised monitoring the situation, and provided instructions for using backup therapy to ensure continuous insulin delivery. As the pump failed to charge, it was decided to replace it. The customer was advised to return the faulty pump using a prepaid label and understood how to put it into storage mode before return.